Event description:
Customer reported that the insulin pump's keypad was unresponsive. Customer did not recall any significant events leading up to the error. Blood glucose level was 128 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.